Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 280 mg/dl back to back with a result of 138 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time another comparative test of 300 mg/dl was performed back to back with a result of 130 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.